Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device procedure, the chronic right ventricular (rv) lead was not able to be disconnected from this chronic device. The implanting physician reported that he had mistakenly forgot to unscrew one setscrew. Once the final setscrew was unscrewed, the rv lead disconnected without complication. To date, no adverse patient effects were reported with this clinical observation.